Event description:
Falsely elevated progesterone (prog) results were obtained on patient samples on the dimension vista instrument. The results were reported to the physician. The samples were later questioned and repeated by an alternate siemens methodology (advia centaur) and lower results were obtained concordant with the patient clinical history. Ther is no indication that patient treatment was altered or prescribed on the basis of the initial falsely elevated prog results. There was no report of adverse health consequences as a result of the initial falsely elevated prog results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated prog results is unknown. The issue is under investigation by siemens healthcare diagnostics.